Event description:
Caller alleged imprecision with the inratio2 meter. Caller has been comparing her meter to her husband's because it is very hard for her to test at the lab due to her veins. Results as follows. Date: (B)(6) 2012 inratio: 5.3, comments: patient's inratio and strips. Inratio: 3.2, comments: husband's inratio with patient's strips. Inratio: 5.5, comments: patient's inratio with husband's strips. Date: (B)(6) 2012: inratio: 3.3, comments: patient's inratio and strips. Inratio: 2.8, comments: husband's inratio and strips. Patient's therapeutic range is 2.5. Caller is concerned about high results on her meter because she may have missed a dose of coumadin recently.

Manufacturer narrative:
Pending investigation.